Event description:
The pt was admitted to the ICU with upper gastrointestinal hemorrhage, emergent egd (esophagoscopy, gastroscopy, duodenscopy) and esophageal varaiceal banding with cook six shooter. This involves small black rubber elastics which are placed over the varicies using the scope. If the varicie is not in the exact position or it moves when applying the band then the band may slip off. The surgeon stated he had two bands slip off during the procedure but he had three bands applied successfully. It is the nature of the procedure, the bands get washed away into the stomach if they do not stick to the varicie. The pt had been vomiting and wretching during the procedure and anesthesia was called to intubate. The pt needed intubation during the procedure and that was carried out without a complication. Later, during recovery his oxygen saturation dropped and he needed to be bagged and suctioned. During suctioning, a small elastic band was retrieved. It is unclear whether the band was the reason for the drop in the oxygen saturation, since secretions and blood were also suctioned out. The pt eventually recovered and did very well during a short stay in rehabilitation. He was discharged home.